Event description:
It was reported there was noise on the atrial lead, high impedance, greater than 3100 ohms, and muscle stimulation. During an exploratory revision, there was atrial lead oversensing when wiggling the lead. Blood was found in the device header, up to the proximal electrode. The physician saw an o-ring irregularity while looking down the header. The device was explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the save-to-disk revealed numerous high atrial impedance readings. Bench testing revealed an intermittent atrial output when stress was put on the lead. Microscopic visual of the inside of the atrial connector block found the mbcs (multi beam connector) were misshapen. The atrial mbc was found to be out of tolerance. It was determined the atrial output condition was the result of a misshapen atrial mbc not making continuous contact with the lead.